Event description:
There was an allegation of questionable sodium, potassium, and chloride electrode results for three patient samples tested on the cobas 8000 ise 900 module. Sample 1: the initial sodium result was 225.7 mmol/l. The repeat sodium result was 142.9 mmol/l. The initial potassium result was 7.47 mmol/l. The repeat potassium result was 4.52 mmol/l. The initial chloride result was 56.3 mmol/l. The repeat chloride result was 104.8 mmol/l. Sample 2: the initial sodium result was 128.2 mmol/l. The repeat sodium result was 135.7 mmol/l. Sample 3: the initial sodium result was 189.6 mmol/l. The repeat sodium result was 139.2 mmol/l. The initial potassium result was 6.91 mmol/l. The repeat potassium result was 4.93 mmol/l.

Manufacturer narrative:
The electrode lot numbers were requested but were not provided. The investigation is ongoing.